Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low reading issue with the adc device. The caller reported unspecified low sensor readings with customer experiencing pain and dry mouth. A third-party called hospital who advised customer be treated with 8 iu novorapid insulin. The customer later self-treated with 4 additional iu of novorapid. There was no report of death or permanent injury associated with this event. The caller provided reading comparison of 56 mg/dl sensor against 447 mg/dl from adc meter. The results when plotted on a parkes error grid fall into the d zone, showing the difference in values to be clinically significant.